Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a skin reaction with rash under the entire sensor patch area and was removed. The parent then consulted a dermatologist regarding the skin reaction and was advised to apply topical triamcinolone acetonide cream. According to the parent, allergy testing confirmed that the patient is allergic to the adhesive used in the wearable device. The patient is currently doing well and continues to use the prescribed cream. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available. No product or data was provided for investigation. The allegation and probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).